Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four on the home choice (hc). The home patient (hp) stated they were connected. The hp stated the supply bag was empty and the heater bag had solution. The technical service representative (tsr) assisted the hp to clear the alarm and had the hc back to ¿press go to start¿. The hp would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.